Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Symptoms reported include hyperglycemia and heart palpitations. The patient had administered boluses. Once at the hospital the patients pod was removed and they were given intravenous fluids. In addition the patient had x-rays performed. The patient was discharged from the hospital after a few days.